Event description:
The customer reported that the device displayed a defib malfunction and the rfu indicator displayed a red x.

Manufacturer narrative:
The customer reported that the device displayed a defib malfunction and the rfu indicator displayed a red x. The device was evaluated at philips. The device passed all testing, however, errors noted in the system log were indicative of a therapy pca failure. Replacing the therapy pca resolved the issue.